Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. The device is not available for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery, two (2) driver tips broke during final insertion of the screws. It was reported the surgeon would have liked the screw to advance 2-4mm more; however, as the driver tip fragments were in the screw heads, another driver could not be inserted into the screw head. It was stated the surgeon did however deem the insertion of the screw acceptable. This issue prolonged the surgery by 15 minutes. No other adverse patient consequences were reported.